Event description:
When removing pins from tibia at end of procedure a small portion of the thread of a pin remained in the left tibia. Also, when removing pins at the end of a procedure the entire threaded portion remained in the right tibia after trying to remove it. Small portions of the apex pins remained in the pts tibia.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.